Manufacturer narrative:
Section a: patient identifier and date of birth corrected manufacturer¿s investigation conclusion: it was reported that the patient received a heart transplant. No device related issues were reported. It was communicated that heartmate ii left ventricular assist system, serial number (B)(6), will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was on a transplant list for some years. No further information about complications was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient received a heart transplant. Whether the outcome was device or therapy related was not provided . The pump was explanted but would not be returned.